Manufacturer narrative:
It was reported that one stent was implanted into the 1st diagonal and two stents were implanted into the lad prior to observation of dissection. The investigator assessed the event as possibly related to the index device and not related to anti-platelet if information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug eluting stent were implanted in the diagonal and one into the mid lad. A coronary artery dissection was noted in the proximal lad which lead to implantation of a third resolute onyx to treat the dissection. It is reported that the dissection in the prox lad was possibly related to a medtronic device. The patient recovered. The investigator assessed this event is possibly related to the medtronic device and procedure.